Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "wearable failure" occurred. It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient was hospitalized for diabetic ketoacidosis (dka) and remained hospitalized for two nights. During the night preceding the hospitalization, a dexcom g7 15 day sensor allegedly failed and stopped transmitting glucose data to her insulin pump, resulting in the pump not receiving cgm data for insulin delivery decisions. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.